Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2012, to excise a skin overgrowth from around the abutment site. It was also reported that a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the correct date of event is (B)(6) 2013; not (B)(6) 2013, as previously reported. Correction: the correct date of this report is (B)(4) 2013. (B)(4).